Event description:
Healthcare professional reported approx 1.5 months after injection with juvederm voluma with lidocaine in the cheeks, juvederm volift with lidocaine in the eyebrow tail along with vistabel in the glabellar region. The pt experienced a sunburn leading to a "really inflated" face and developed "pebble on the superior eyelid and cheekbones; feeling rigid and hard" 15 days after the sunburn. Pt went to "emergencies" 15 days ago and took antihistamines and cortisone. Pt was reviewed by an aesthetic surgeon who "worries for the pt's state and health.

Manufacturer narrative:
Medwatch sent to FDA on 07/07/2014. Further info from the reporter regarding event product or pt details has been requested. No additional info is available at this time. The events of edema, nodule skin and induration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.